Manufacturer narrative:
The device was returned to olympus for evaluation. The front panel display goes black due to a defective board. The air flow display indicated that the light-emitting diode (led) was defective. The maximum air flow did not meet standards due to a poor first regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a front panel failure on the high flow insufflation unit after a therapeutic laparoscopic surgery. The procedure was completed. The procedure was not delayed more than 15 minutes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: b5 and h6. This supplemental report is submitted to provide additional information obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
Additional information was obtained from the customer. The event occurred after the procedure was completed. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the following suggested phenomenons. Based upon facts provided for this investigation, the cause of the dark front panel display was a failure of the main printed circuit board (pcb). However, the failure of the pcb could not be further determined. The issue of "the air flow display shows that led was defective" was determined to be due to the failure of the led element mounted on the front panel. The cause of this failure could not be further determined. The event "setting value of the ventilation and the measurement value are different" was determined to be due to the failure of the 1st regulator unit - the cause of this failure could not be further determined. Olympus will continue to monitor field performance for this device.